Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 600cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue and body aches. The root cause of the patient¿s symptoms is unclear. In addition, MRI indicated right-sided rupture. As a result, the patient is scheduled to undergo explantation sometime early in 2022. The explantation date was estimated as (B)(6) 2022 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 600cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue and body aches. The root cause of the patient¿s symptoms is unclear. In addition, MRI indicated right-sided rupture. As a result, the patient is scheduled to undergo explantation sometime early in 2022. The explantation date was estimated as (B)(6) 2022 based on available information. This report is for the right-sided prosthesis.